Event description:
On (B)(6) 2012, the patient contacted animas stating that the ok button was intermittently responsive. The patient reportedly noticed the issue 2 to 3 weeks ago. It was noted that all other keypad buttons responded to button presses as expected. The patient denied damage to the keypad or pump. The pump was reportedly exposed to water but there was no moisture ingress noted. The patient reportedly wore the pump undergarment and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the ok keypad button was intermittently responsive, required multiple button press to elicit a response and was found to be misaligned when the keypad cover was removed. All other keypad buttons were found to be responsive. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.